Manufacturer narrative:
One device was received for evaluation. Visual inspection found debris. Functional testing was able to duplicate the reported problem. It was determined that the debris that blocked the gears was the root cause. The device was cleaned and lubricated. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had error code 41622. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.